Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion sets fell off during use between (B)(6) 2024. The infusion set was in use for two and half to three days. The blood glucose was noticed between 102 to 215 mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.